Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the ligature clip failed to clamp the blood vessel tightly which resulted to tissue bleeding. Another device was used to complete the case.